Event description:
Procedure: colostomy revision. According to the report: the device was placed and fired when the green indicator was showing. During the air test, the anastomosis came apart. The staff found staples on the postal wall of the colon which were not formed. The doctor then had to take the distal stump and hand sew to the proximal end of the bowel. The delay in or time was 45 minutes. Blood loss could not be determined. Pt condition is unk. The doctor was expecting the anastomosis to leak because they could only complete one layer of mucosal closure.